Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
The customer contact reported no flow. The extension set was being used to deliver an unspecified solution. The option-lok male adapter of the extension set was connected to the pt's catheter. It was reported that after a fast flow administration set was connected to the clave port of the extension, no flow was noted. The extension set was removed and the administration set was connected directly to the pt's catheter and therapy was initiated. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional information was provided.